Manufacturer narrative:
This report is submitted on october16, 2020.

Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the device protruding. The patient was reimplanted with another cochlear implant during the same surgery.